Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lawyer-filed report (B)(4).

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh excision in (B)(6) 2009. It was reported that patient underwent mesh excision from apex of vagina on (B)(6) 2010. It was further reported that patient had a colonoscopy on (B)(6) 2010. It was further reported that patient underwent mesh excision in (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.